Manufacturer narrative:
Product has been returned and evaluated. The underlying cause documented on the irs or return fields in oracle is identified as: controls, switch/button broken. Other failures found were: 4 way valve stuck, sieve bed saturated.

Event description:
Dealer is stating that the unit has no audible alarm.